Event description:
It was reported that the entire therapy system, including this right ventricular (rv) lead, was explanted due to an infection developed by the patient. A new lead was implanted days later and no additional adverse patient effects were reported.